Event description:
It was reported that blood leakage was observed at the blood sampling. Syringe, which customer used, and samples will be returned for eval.

Manufacturer narrative:
Class 1 exempt. Device has not been returned for eval.